Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit (50cm). Model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30cm) model #: sc-4316 lot #: 17528389 description: next generation anchor kit sterile.

Event description:
A report was received that the patient was experiencing extreme discomfort from the scs device. It was also reported that the patient had rib pain and muscle spasms. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's rib pane had subsided and it was believed to be not device related. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing extreme discomfort from the scs device. It was also reported that the patient had rib pain and muscle spasms. The patient will undergo an explant procedure.